Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump repeatedly alarmed for loss of prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: a review of the pump¿s black box data showed several loss of prime warnings with low non-zero force. During testing, the pump successfully passed the ez prime sequence and no alarms occurred during investigation. The pump cover was removed and no defect was found to the force sensor. The complaint was not duplicated during testing.